Event description:
It was reported that during the second hour of a diaylsis treatment blood was noticed on the patient. After opening the dressing a "split" could be seen on the venous lumen. A "split" was later noticed on the arterial lumen.